Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e2 battery depleted error in the morning on (B)(6) 2014, and she changed the battery and battery cover. In the evening, she noticed the infusion device was "dead" and had turned off without providing an error message. No physiological effects were reported. The infusion device was requested for evaluation.